Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation. Clinical review of all information currently available to the manufacturer does not reveal any allegation of defect or malfunction of fresenius peritoneal dialysis (pd) products. The most frequent cause of peritonitis is a breach in aseptic technique or a biofilm on the pd catheter (non-fresenius). Breaches in aseptic technique may occur during manipulation of the pd system components, in particular during the connection and disconnection steps resulting in contamination of the sterile fluid path and not caused or contributed to by fresenius pd products. Breaches in aseptic technique are described in the liberty cycler user's guide.

Event description:
A peritoneal dialysis (pd) patient reported that the he had been experiencing diarrhea for the past two nights. Additional information, which was received the patient¿s pd nurse, confirmed that the patient's pd catheter had become clotted with fibrin and was not functioning. The patient was reported to have been experiencing vomiting in addition to the previously reported diarrhea. The patient had not been able to successfully complete dialysis treatment since prior to the patient's initial report. The patient¿s catheter was treated at the pd clinic to remove the clot. The pd nurse confirmed that the patient had not experienced any fluid overload as a result of not completing treatment, however the patient had experienced edema. The pd nurse further confirmed that the patient was ordered to present to the emergency department of the hospital on (B)(6) 2016 for the pd catheter issue. The pd nurse confirmed that the patient's pd catheter patency issue was successfully resolved and the patient continued to complete peritoneal dialysis treatment while hospitalized. The patient was cultured during hospitalization and the culture results were positive and peritonitis was confirmed. The patient's medical records have been requested but have not yet been made available.